Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his ambicor penile prosthesis (app) implanted in (B)(6) 2016. His device has not worked well for about two years and his surgeon advised him to replace it. A revision surgery has not been scheduled.